Event description:
The customer reported receiving a reading of 430 mg/dl on their freestyle meter and experiencing dry mouth; therefore, took 4 units of insulin. Two hours later, the customer reported receiving a reading of 295 mg/dl. The customer then tested again at 1:00 am and, received a reading of 91 mg/dl and drank juice. Then at 3:00 am, the customer woke up experiencing shakiness and sweatiness. The customer self-treated with juice and sugar to counteract the medical event prior to losing consciousness. However, the customer stated he called the paramedics and they received a reading of 27 mg/dl. The paramedics treated the customer with 25 units of dextrose and, advised the customer to eat food and drink milk. The customer refused to be transported to a health care facility since he was fine. There was no report of death or permanent impairment associated with this event. It should be noted that prior to receiving the reading of 430 mg/dl, the customer attended a basketball game, ate food and walked around, so he decided not to take an infusion when his insulin pump indicated to do so.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A f/u report will be filed once investigation results are available.